Event description:
The manufacturer became aware of a literature published by department of traumatic orthopedics, tianjin hospital, china. The title of this report is ¿analysis of complications of intertrochanteric fracture treated with gamma 3 intramedullary nail¿ published on (B)(6) 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at issn: 1940-5901/ijcem0001817. This report includes research done on 186 patients and data collection period not mentioned in the literature. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses a refracture of distal femoral shaft in locking screw point.

Manufacturer narrative:
This complaint has been generated based on findings discovered during post market surveillance literature review. The refracture of distal femoral shaft mentioned in the article could not be confirmed since no other additional information was received from the author or the article. More detailed information about the patient medical history, the event circumstances and medical reports must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a literature published by department of traumatic orthopedics, tianjin hospital, china. The title of this report is ¿analysis of complications of intertrochanteric fracture treated with gamma 3 intramedullary nail¿ published on october 30, 2014, which is associated with the stryker ¿gamma3 nailing¿ system. The article can be found at issn:1940-5901/ijcem0001817. This report includes research done on 186 patients and data collection period not mentioned in the literature. It was not possible to ascertain specific device details or patient information from the report, or to match the events reported with previously reported complaints. Therefore, new complaints were initiated in the system for the post-operative complications mentioned in the report. This product inquiry addresses a refracture of distal femoral shaft in locking screw point.